Manufacturer narrative:
An investigation into the manufacturing paperwork associated with this product code and lot has been carried out. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications. No record of any problems occurring during manufacture of the product have been made which may be related to this complaint. In addition we have reviewed our database and there has been no changes to the raw material, methods of manufacturing equipment that could have caused or contributed to the alleged adverse reactions. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. The patient reported that removal of the allevyn adhesive dressing after 1 day of use "takes off new skin when being removed". It was further reported that the "dr. Said only the edges were sticky, but that is not the case". The product and lot number provided correlated with the classic allevyn adhesive dressing which does indeed have a thin perforated adhesive wound contact layer and may remain in place up to 7 days depending on amount of exudate without the need for secondary fixation, whereas the classic allevyn non-adhesive dressing has a non-adherent wound contact layer suitable for fragile skin, secured with a retention sheet, tape, or bandage. The supplier report deemed "a non-manufacturing related" complaint. No samples, photos or further clinical information was provided for inclusion in the medical investigation. In conclusion: based on the reported patient/doctor communication that "only the edges were sticky" was a misleading description and does not correlate with the product and lot numbers provided for the allevyn adhesive dressing, as this dressing is marketed as having an adhesive wound contact layer which by design is supposed to be adhered only to intact skin but the entire wound contact layer has an adhesive. The misinformation regarding the allevyn adhesive dressing provided to the patient was the contributing factor to the patient's expectation of a non-adhesive wound contact layer. The dressing removal after 1 day was likely the contributing factor to the "skin[?]being removed" as the IFU cautions against too frequent dressing changes as it may result in skin stripping and the product can be in place for up to 7 days depending on the amount of exudate. Without clinical documentation or further information, no further medical assessment can be rendered.

Event description:
It was reported that the pad itself is sticky and when the patient takes it off of his wound, it rips the new growth off.